Manufacturer narrative:
(B)(4). Date sent: 4/9/2026. Updated data: h6 (type of investigation) a manufacturing record evaluation was performed for the finished device batch number of 637d02 / 25gst60g , and no non-conformances were identified. Corrected data: d1, h6 (component code) investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number of 637d02 / 25gst60g , and no non-conformances were identified. Date of mfg.: 06/20/2025 expiration date: 05/31/2028 performed by (B)(6). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device history lot: null. Device history batch: null. Device history review: a manufacturing record evaluation was performed for the finished device batch number of 637d02 / 25gst60g , and no non-conformances were identified. Date of mfg.: 06/20/2025 expiration date: 05/31/2028 performed by (B)(6).

Manufacturer narrative:
(B)(4). Date sent: 2/24/2026. Additional information was requested, and the following was obtained: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Was there any other issue besides malformed staples? The staples did not form a b-shape; the staple legs appeared straight.

Manufacturer narrative:
(B)(4). Date sent: 2/17/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Was there any other issue besides malformed staples? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the staples were poorly formed at the overlapping area. There was no patient consequence nor surgical delay reported. No additional information provided.